Event description:
Patient stated "I can't stand the defibrillator suit anymore, I am itching so bad I quit wearing it". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).